Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient this 980 ventilator entered in to backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the reported event in the ventilator memory logs which showed a relevant error code indicating the unit entered into backup ventilation (buv). The fse replaced the exhalation sensor pcba (printed circuit board assembly). The likely cause of the event was isolated in the field to a potential fault in the exhalation sensor pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient this 980 ventilator entered in to backup ventilation. Although requested, information pertaining to patient interventions, has not been provided. The patient was not injured as a result of the reported event.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient this 980 ven tilator entered in to backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the reported event in the ventilator memory logs which showed a relevant error code indicating the unit entered into backup ventilation (buv). The fse replaced the exhalation sensor pcba (printed circuit board assembly). The unit passed all the test and calibrations as per manufacturer specifications at the time of service. One exhalation sensor pcba was returned for further analysis. The returned exhalation sensor pcba was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced exhalation sensor pcba resolved the issue in the field; however, the returned component was analyzed and was testing sa tisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.